Event description:
Pt started to feel ill after 2nd day of menstruating. She had been using tampons. The following morning she was very ill and went to the ER of the local hospital. She was admitted to the hospital for 2 days, and treated for toxic shock syndrome (tss). She fully recovered.